Event description:
Event: conversion to standard open repair. Case details: after deployment of the graft, the supervior attachment system migrated 2 cm distally for unknown reasons. The superior neck of the aorta was reported to be angulated. The patient was converted to standard open repair.